Event description:
It was reported that they would decrease the patient dose until the pump can be removed and the infection can be cleared. There were reportedly no alleged product issues. The patient was described as alive with no injury. The pump was infusing baclofen. It was reported three days later that they were still decreasing the dose prior to explant. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).